Manufacturer narrative:
(B)(4). It was reported that during a pvi procedure, an abnormal pace routing behavior was encountered during the procedure. When the users tried to stimulate on the cs catheter 1-2 electrode pair, the pacing spike was not appearing normal on this signal. Pacing was directed to electrode pairs on several different catheters including the map and the cs catheter. Additional information provided later on indicated that the signal loss occurred on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings. This signal loss occurred on both the carto 3 system and ep recording systems at the same time, during selection of pacing channel. The carto 3 system associated with the reported incident was inspected by bwi service engineer. The field service engineer confirmed that the pacing aux cable was defective and was the cause of the problem. The cable was replaced and that solved the problem. The defective cable was not returned to the carto 3 system's manufacturer therefore no further investigation was possible. In addition, the history of customer complaints associated with this system was reviewed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that during a pvi procedure, an abnormal pace routing behavior was encountered during the procedure. When the users tried to stimulate on the cs catheter 1-2 electrode pair, the pacing spike was not appearing normal on this signal. There was a spike on unexpected channels and there is no signal on the selected pacing channel. Pacing was directed to electrode pairs on several different catheters including the map and the cs catheter. By changing the carto 3 pacing cable, the problem was resolved and the case was continued without further incident. The pacing conducted was a planned pacing (non-emergency pacing). Additional information provided later on indicated that the signal loss occurred on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings. This signal loss occurred on both the carto 3 system and ep recording systems at the same time, during selection of pacing channel. No patient consequence was reported.